Event description:
It is reported that the pt was revised after the pt sustained a fall.

Manufacturer narrative:
Eval summary: no x-rays or surgical reports were provided. Info about pt activity level, weight, or previous medical history has not been provided. It is also not known which component(s) was/were damaged when the pt fell. No definitive cause analysis is possible with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.